Event description:
Attempted to implant a lens but it became stuck in the cartridge prior to insertion. There was no patient contact or injury. An msi-pr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.